Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Initial reporter state (B)(6).

Event description:
It was reported that a skin reaction under the sensor patch occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient developed a rash under the sensor patch that expanded beyond the sensor patch footprint. The patient was evaluated by a healthcare personnel (hcp) who prescribed topical corticosteroid cream and oral prednisone for three weeks to treat the skin reaction. The patient takes prednisone 1 tablet (50 mg) daily for 7 days followed by prednisone ½ tablet (25 mg) daily for 7 days, followed by prednisone 1 tablet (5 mg) three times a day for 3 days. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.